Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture and decreased sensing was noted on the right atrial lead. Also noted was high lead impedance on the right ventricular leads. A chest x-ray confirmed that both leads had lost slack. Twiddler¿s syndrome was suspected. The device was programmed with the atrial lead off. No patient symptoms were reported. The patient would continue to be monitored.

Event description:
New information noted that the right atrial lead had fully dislodged and was dangling in the atrium. The patient presented for procedure on (B)(6) 2019, the right atrial lead was repositioned, and the right ventricular lead was given more slack. The patient was stable.